Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed that a patient who received a mitroflow size 19 valve in (B)(6) 2017 passed away 13 days after the procedure (rds and delirio post op). The mitroflow valve was implanted to replace a perceval valve pvs23 (submitted separately under report ID: 3004478276-2021-00254).

Manufacturer narrative:
The manufacturer received additional information as reported in b5. Based on the additional information received, the root cause of the patient¿s death was attributed to non-cardiac causes (i.e. Deterioration of the lungs and pre-existing baseline patient¿s conditions). Furthermore, normal cardiac function was reported until shortly before death, which indicates the absence of device malfunctions. As such, the mitroflow valve can be reasonably excluded as cause or contributory factor to the event based on the medical judgment received.

Event description:
The manufacturer was informed that a patient who received a mitroflow size 19 valve in (B)(6) 2017 passed away 13 days after the procedure (respiratory distress syndrome and delirium post op). The mitroflow valve was implanted to replace a perceval valve pvs23 (submitted separately under report ID: 3004478276-2021-00254). Per additional information received by the surgeon, there was no ischemic damage since cardiac function was normal until shortly before death. Death occurred due to deterioration of the lung function (lungs affected and made more vulnerable shortly before surgery by pulmonary edema), resulting from prolonged mechanical ventilation (vam) after attempts to awaken and wean from the respirator made impossible by psycho-motor agitation (post-operative hyperactive delirium in patient with previous cerebral vasculopathy and suffering from multi-organ atherosclerosis already previously subjected to percutaneous coronary events).

Manufacturer narrative:
Since the device disposition remains unknown, and given that the serial number was not provided, no investigation is possible at this time. The manufacturer attempted to follow up to retrieve additional information, but no further details have been provided to date. Based on the information available, it is not possible to establish a definitive root cause for the patient's death and the relationship with the mitroflow valve implanted. Should any further information become available in the future, the manufacturer will provide an update to this reporting activity.